Manufacturer narrative:
The aes-90sc arthroscopic energy 90 degree probe is not expected for evaluation, as it was inadvertently discarded at the user facility after the surgery. As of this filing, the investigation remains in process, a supplemental and final report will be filed upon the completion of the complaint investigation. Device was discarded at user facility.

Event description:
The user facility reported that during use of the arthroscopic energy probe in a shoulder arthroscopy procedure, the "ceramic head" of the probe fell off in the surgical site. As reported, the detachment occurred near the end of the procedure and when the probe re-entered a metal cannula. The broken ceramic head was removed without issue. Using an another like-probe, the procedure was completed with no serious injury to a (B)(6), male patient and no surgical delay. This report is filed on the basis of potential for patient injury with recurrence.

Manufacturer narrative:
As reported, the aes-90sc arthroscopic energy 90 degree probe was inadvertently discarded at the user facility after the surgery and therefore will not be returned for evaluation. Without the actual device, an evaluation could not be performed and the root cause of the reported issue that "the "ceramic head fell off" in the surgical site could not be determined and/or verified. In this instance, the exact cause of this reported incident was unable to be determined. However, based on available information, it is believed that the damage occurred when the probe was being re-inserted into a metal cannula and might have coming contact with the cannula. This lot #201703271 was manufactured on 31-mar-2017. Of the lot containing 1152 units there have been no other similar complaints received for the reported issue of the "ceramic head fell off". A review of the device history record found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported issue. In addition, a review of the complaint history for this device family shows there have been no patient long term adverse effects related to the alleged problem of "ceramic head fell off" or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. When not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. Maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.